Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the 24 inch extension line had a "leak between the stopcock and the female part". It was reported the extension line was replaced and the patient received their treatment. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the 24 inch extension line had a "leak between the stopcock and the female part". It was reported the extension line was replaced and the patient received their treatment. No patient harm was reported. The patient's condition is reported as fine.